Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device ws installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. There are multiple self-test fails after this date indicating the device was powering itself on automatically. The problem with the pad device was caused by a fault with the membrane. Previous experience has shown this type of fault can be caused by inadequate storage of the pad device where it can be exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan apd 300 and 300p devices are for multi-use.